Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there were bad readings in spco more than 0 for healthy people. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The customer's device was able to obtain spco value and the reading obtained from each individual sensor was comparable with masimo test sensor. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.